Event description:
The technician alleged that the intellidrive only goes in to reverse when the handle is pushed to go forward. No pt impact.

Manufacturer narrative:
The technician replaced the right handle strain gauge assembly to resolve the issue.